Event description:
During routine hip replacement surgery, the surgeon attempted additional fixation of an portland orthopaedics equator+ acetabular cup system exterior shell component using a portland orthopaedics 35mm bone screw. The bone screw did not perform as expected and screwed all the way through the exterior shell screw hole and into acetabulum. The damaged exterior shell and bone screw were removed and replaced with new components, without further incident or prolonging of the procedure.

Manufacturer narrative:
This incident is its type as previously reported in 9613642-2007-00001/2. To date, a total surgical cases have been performed with the equator system, with 373 bone screws being used. Of these, there have been 5 reported incidents (1.3%) with the bone screw, with 4 of the cases (80%) being attributed to the one surgeon. As before, it would appear likely that the incident occurred due to undue force being applied to the bone screw during implantation. Regardless, an ongoing internal design review has revealed possible avenues for further improvements to the current bone screw design, with testing on the improved design slated for completion q1 2009. Portland-orthopaedics does not believe that the current design poses an unreasonable risk of substantial harm to the public health requiring remedial action.